Manufacturer narrative:
(B)(4).

Event description:
It was reported that a presyncopal patient presented remotely via merlin.net. Review of the transmission revealed noise and high threshold. The patient was brought in for further evaluation. Per the medwatch form, an insulation anomaly was found. The lead was capped and replaced on (B)(6) 2015.